Event description:
(B)(6) 2016, 14:30 due to pocket infection, pg replacement procedure was performed. After incision, the pg (reply dr s/n: (B)(6) ) was removed from the pocket and the ra-lead (thinline ii432-35s-52 s/n: (B)(6) ) and rv-lead (thinline ii 430-35s-58 s/n: (B)(6) ) were disconnected from the pg. The ra and rv leads were cut at the connector, and the leads were capped and remained in the patient. Then the pocket was cleaned and closed. The connector parts of the leads and the explanted pg were disposed at the hospital. There was no relationship between the infection and the pg. A new vvi pacing system was implanted to the opposite side and the procedure was completed. Physician: unknown hospital: unknown implant date: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).